Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned on 05/03/2018 for evaluation. The device was visually inspected, and no defect was found. Performed a voltage test and passed. Performed a pairing test with (B)(6) device and passed. Performed transmitter functional testing and passed. Performed share log review and loss of connection found in log. The reported event of a loss of connection was confirmed. The probable root cause is no communication. The complaint is confirmed because of the loss of connection. Defect was not found to be the transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. Data was returned and evaluated. The reported event of a loss of connection was confirmed via data. A probable cause was determined to be no communication error. No additional patient or event information is available.